Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed as no product was returned for evaluation. Additionally, a specific cause for the patient¿s sepsis could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient presented to the emergency room (ER) on (B)(6) 2020 with signs and symptoms (s/s) of nausea and vomiting (n/v), and shortness of breath (sob). The patient was found to be positive for covid-19 and required oxygen. The vad was interrogated in the ER and high-pitched tones were heard at a pump speed of 10000 rpm, with a clean 1:1 aortic valve (aov) opening. Some low and high flows were noted but no high watt alarms were observed. Upon admission, the patient was noted to be in septic / cardiogenic shock and multisystem organ failure (respiratory, renal, hepatic). The patient was treated with empiric antibiotics. Flagyl, ceftriaxone, vancomycin, zosyn were given although blood cultures (bc) at the time were negative. The patient was also noted to have severe coagulopathy and showed signs of hemolysis. Pump thrombosis was suspected as the patient¿s coagulation parameters were abnormal and inflammatory markers were elevated. The patient¿s coagulopathy was determined to be multifactorial and thought to be related to the shock liver, sepsis, and coumadin. The patient was found to have a new onset acute kidney injury (aki) with signs of hyperkalemia and oliguria. The aki was thought to be secondary to acute renal failure (atn) from shock and cell breakdown due to possible pump thrombosis. On (B)(6) 2020, a dialysis catheter was placed and continuous renal replacement therapy (crrt) with ultrafiltration was initiated. In the absence of any significant bleeding, no fresh frozen plasma (ffp) or reversal was initially given due to the concern for pump thrombosis; however, on (B)(6) 2020, the patient¿s hemoglobin (hgb) dropped and the patient developed increased bleeding from all line sites and oral mucosa. The patient required ffp, packed red blood cells (prbcs), and vitamin k. On (B)(6) 2020, vad speed was also increased to 11,000 rpm. No computed tomography angiography (cta) was done due to the patient¿s critical condition. The patient¿s respiratory status deteriorated further and on (B)(6) 2020, the patient required intubation due to severe respiratory acidosis. The patient was deemed too critical for a device exchange. The patient¿s family decided to withdraw care. On (B)(6) 2020, the patient¿s lvad was turned off and the crrt was stopped. The patient expired with all issues ongoing / unresolved. The cause of death was determined to be pump thrombosis and no autopsy was performed. The account communicated that heartmate ii left ventricular assist system (lvas), serial number: (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order: (B)(4). The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, respiratory failure, sepsis, renal failure, hemolysis, hepatic dysfunction, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Although the patient¿s infection was not device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also addresses all pump parameters. Furthermore, the hmii patient handbook instructs the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to hospital on (B)(6) 2020 with a pi > 200 sec and internal normalized ratio (inr) > 20.0. The patient was taking acetylsalicylic acid (asa) and coumadin at home prior to admission. Coagulation parameters were markedly abnormal with ptt 62, d-dimer 14.37. Inflammatory markers were also elevated. Ferritin 12,913, crp 9.2, ldh of 16,659. The patient had signs and symptoms of covid-19, shortness of breath, nausea/vomiting, and tested positive for covid-19 on rapid test. The patient had been sick at home for about 1 week. Pump thrombosis was suspected. The patient presented in multi system organ failure, respiratory distress, coagulopathy, renal failure, hepatic shock, and hemolysis. The patient was also found to be in hepatic failure due to cardiogenic or septic shock. Patient had opening of aortic valve 1:1 which was a new finding. Clinical lab revealed patient was hemolyzing. The patient required oxygen and was in respiratory failure with new onset acute kidney injury (aki). The patient was oliguric and hyperkalemic. Aki was thought to be secondary to acute tubular necrosis (atn) from shock and cell breakdown due to possible pump thrombosis. The patient had an urgent dialysis catheter placed and was started on continuous renal replacement therapies (crrt) with ultra filtration. The patient was treated with multiple pressor support, empiric antibiotics, dialysis, reintubation, and no heparin due to coagulopathy. In absence of significant bleeding no fresh frozen plasma (ffp) or reversal given initially due to concern of pump thrombosis. Flagyl, ceftriaxone, vancomycin, zosyn were given. Coagulopathy was multifactorial and related to liver shock, sepsis, and coumadin. Plasma hemoglobin 208 mg/l, hemoglobin 8.4 g/dl, platelets 94k/mcl. T-bilirubin measured at 7.3 mg/dl and peaked at 17 mg/dl. Aspartate aminotransferase (ast) 22,346, alanine transaminase (alt) 7292. On (B)(6) 2020 the patient was intubated due to severe respiratory acidosis. On (B)(6) 2020 hemoglobin dropped to 7.1 g/dl and prbcs were transfused. Patient developed increased bleeding of all line sites and oral mucosa and required fresh frozen plasma(ffp), prbcs, and vitamin k. On (B)(6) 2020 lvad speed was increased to 11,000 rpm to maintain flows above 4l. The lvad produced high pitched tones and low flows at speed of 10,000 rpm. Lvad interrogation found low flows and high flows but no high watt alarms. Patient had scant urine that was dark brown. No computed tomography angiography (cta) done due to critical condition. The patient was deemed too critical for device exchange. On (B)(6) 2020 2 more units of prbcs and 3 units ffp were given. On (B)(6) 2020 the patient's care was withdrawn. The lvad pump was turned off and crrt was off and the patient expired. No autopsy was performed. The patient expired with unresolved respiratory failure, bleeding, coagulopathy, hyperkalemia, and hepatic failure.

Manufacturer narrative:
Section h6: additional information.